Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis was not loading home hospitalization patients. The customer confirmed that the area and its units were correctly assigned to the device, tried reducing the number of units and re saving the configuration, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) performed mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of this incident, it was determined that the pyxis was not loading home hospitalization patients. A technical support specialist confirmed that the customer had identified the root cause as the admission inactivity days parameter being set to only three on the affected station and confirmed closure of the case. The system functioned as intended after the technical support specialist investigated the issue.